Event description:
Caller states customer took "nph" and "cristalina" insulin based on result of 238 mg/dl obtained on the sensor system. Approximately 4 hours later at 12:00 caller found the customer unconscious; customer tested 153 mg/dl and 152 mg/dl on the sensor system. Customer arrived at the hospital at 13:15 and was treated with an injection of glucose. Customer was sent home at 14:00 and her condition improved. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6).